Event description:
It was reported that the patient experienced recurrent low blood glucose on waking while using the ilet with a dexcom g7, including a lowest cgm reading of 61 mg/dl that was treated with applesauce and approximately 3 oz of juice; the patient's caregiver indicated exercise without pre-exercise carbohydrates, announced dinner, no unannounced snacks at bedtime, weight near pump setting, and no new medications. Symptoms included hypoglycemia. Outcomes included resolution of the low after oral carbohydrates and no hospitalization. Investigation included complaint intake review and user education on hypoglycemia management and referral to the healthcare provider for assessment of targets and pre-exercise strategies. Investigation of this case revealed no device malfunction reported or observed and an unclear etiology, with potential contributory factors including exercise without carbohydrate intake and overnight glycemic sensitivity. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.